Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and results found a faulty patient board. Additionally, the device was found to have old software. The patient board was replaced and the device was equipped with a software upgrade. Following service, the unit passed all functional testing. The device was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device is not giving any image. There was no patient harm reported. No additional information was available for this report.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that more than 7 years have passed since the subject product was manufactured and the patient board did not function due to aging deterioration of the components on the patient board.